Manufacturer narrative:
Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that approximately 16 years post implant of this 31 mm mitral bioprosthetic valve, the valve was explanted due to severe stenosis. The valve was replaced with a non-medtronic valve of the same size. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at medtronic¿s quality laboratory, visual inspection noted there were suture holes observed along the sewing ring. The valve appears slightly distorted; oval shaped. All leaflets were in closed position with wavy free margins and stiff but slightly flexible except where visible calcification and pannus was found. Tissue deterioration due to visible calcification that was observed on the right (rc) and left (lc) cusps. Extrinsic calcification nodules were observed on the inflow aspect of the right and left cusps. There was a small tear on the left leaflet adjacent to the left non-coronary commissure. There were hole abrasions found on the belly of the right cusp (rc). The right non-coronary and left non-coronary commissures were encapsulated with pannus and as a result the condition of the commissures could not be assessed. The left right commissure was intact with a small amount of pannus around the superior coaptive area. There was a thin layer of pannus on the inflow aspect onto all cusps. There were traces of pannus on the nc outflow rail. Tan thrombotic host tissue filled and stiffened the belly of the nc cusp. An unknown amount of pannus had been removed during the explant. Radiology showed there was calcification on the rc and lc leaflets and on the commissure areas. Conclusion: tissue deterioration was observed due to calcification on the left / right leaflets, which would have cause the stenosis. In addition, calcification nodules were observed on the inflow (right and left cusps), and thrombus filled the outflow of the non-coronary cusp could have causing the stenosis too. Reduced performance of the valve is attributed to host tissue overgrowth with minimal calcification. These findings are generally considered a patient-related condition. If information is provided in the future, a supplemental report will be issued.